Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the patient's blood glucose was 538 mg/dl yesterday. The patient treated with 14 units of insulin. The patient's blood glucose later decreased to the 40 mg/dl range. The patient treated and his sugar was normal for the rest of the day. The insulin pump was not returned for analysis.